Event description:
During a knee arthroscopy procedure using a super turbovac 90 wand with finger switches, a portion from the tip of the wand detached. It is not known if the fragment remains in the pt. No other information was provided for this report.

Manufacturer narrative:
Pt information was requested from the user facility. No additional information has been provided to date. Awaiting the return of the device to complete the investigation.